Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the home screen did not appear on the display. The customer¿s blood glucose level was 240 mg/dl. The insulin pump was exposed to moisture. Customer reported that there was fluid in the battery compartment. Customer stated that o-ring was in place. Customer stated that o-ring was free of debris. Customer stated that battery cap was not damaged. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corrosion on electronic board stack. Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display. Unit received with corroded battery tube.